Event description:
It was reported that during a left sided hand assisted laparoscopic nephroureterectomy that was converted to an open midline abdominal procedure the staple line was incomplete and there was massive blood loss. No other information is available at this time.

Manufacturer narrative:
(B)(4). Batch # 797a84. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with four tr45w reloads (b, c, d and e) present. The reloads b and c, 547a91 were received received unfired and reloads (d, u5dk3j and e 547a91) were received fully fired. The device and returned reloads b and c were tested for functionality and it fired, cut and formed the staples as intended. The staple lines and the cut lines were complete, and the staples meet the staple form release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2021 .

Manufacturer narrative:
(B)(4). Date sent: 12/13/2022 additional information requested and the following was received: what anatomical structure was the device attempted to be fired upon? Did the surgeon completely skeletonize the vessel? Was the device difficult to close or to fire? Were there any unusual sounds from the device? Can you further describe what is meant by ¿staple line incomplete¿? Were there any clips in the surgical field at the time of firing? What was the approx. Blood loss? Were blood products administered? How was the procedure completed? What is the current patient status? Did the device completely cut and/or staple? Dr. (B)(6) said the patient was hospitalized for a month following the procedure but is making a full recovery now. He fired across the renal hilum and the staples did not properly form across the staple line. There were numerous loose, malformed staples causing the artery to severely bleed. The vessel was properly skeletonized and there was no indication that the stapler would misfire prior to firing. No weird sounds, difficulty closing or anything of that nature was experienced.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2022 additional information was requested and the following was received: what anatomical structure was the device attempted to be fired upon? Did the surgeon completely skeletonize the vessel? Was the device difficult to close or to fire? Were there any unusual sounds from the device? Can you further describe what is meant by ¿staple line incomplete¿? Were there any clips in the surgical field at the time of firing? What was the approx. Blood loss? Were blood products administered? How was the procedure completed? What is the current patient status? Did the device completely cut and/or staple? -there is no other additional information that can be provided for this event.